Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image intensifier had been damaged and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that at the start of a procedure, the system 9800's display was blurry making interpretation difficult. There was no adverse pt involvement reported. There was no pt info reported.